Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer removed the scope from the clv-190 to clean the socket and scope contacts. Afterwards, the error message disappeared and image was restored. Tac instructed the customer to ensure that the cv-190 and clv-190 are both off when connecting and disconnecting the scope. The issue was resolved and the device will not be return for estimation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30 scope communication error. Furthermore, image was lost with a scope connected. The event occurred during an unknown diagnostic procedure and the same device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to contact failure of the socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.